Event description:
Health professional reported right side device removal due to "rupture." Device has been explanted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on (B)(6) 2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: yellow particles material was found on the shell, one extended opening in the anterior and flat creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: one opening extended striated and wear abrasion. Based on the device analysis the final assessment is one opening extended striated assessed as surgical damage. Reason for reoperation: rupture.